Event description:
A report was received that a patient was prescribed lyrica to help him sleep as he feels residual stimulation when the device is turned off. The medication was working well and the physician is taking no further course of action.